Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 for pelvic organ prolapse/stress urinary incontinence and mesh was implanted into the patient. It is also reported that the patient underwent a gynecological procedure for pelvic organ prolapse/stress urinary incontinence on (B)(6) 2007 and spark was implanted. It is further reported that the patient experienced pain, infection, worsened incontinence, urinary problems, dyspareunia, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced urgency, urinary retention, adhesion and obstruction following surgery. No additional information was provided.